Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that post procedure the patient experienced a stroke. In (B)(6) 2017, a watchman ® laa closure device & delivery system was implanted during a left atrial appendage (laa) closure procedure. Three days post procedure the patient experienced a stroke. Additional information has been requested and not yet received.

Manufacturer narrative:
(B)(4).

Event description:
It was further report the patient recently had their 45 day follow-up transesophageal echocardiogram (tee). The patient was able to stop anti coagulants and for dual anti-platelet therapy. They had no deficits from previous cva and the patient was doing well.

Manufacturer narrative:
Upn updated (B)(4). Catalog/model # updated from unknown to wu3306 device lot number updated from unknown to19053128 device expiration date updated from unknown to 03/31/2019 device manufactured date updated from unknown to 03/30/2016. (B)(4).

Event description:
It was further reported that the patient had an ischemic stroke post watchman procedure. The patient was discharged 1 day post-procedure on warfarin/aspirin(asa) and presented back to the hospital with confusion and weakness and history of slurred speech 24 hours after discharge. He underwent a CT scan (without contrast) of his head revealing subacute vs. Chronic left frontal/parietal cva and was evaluated by neurology. He was continued on warfarin and asa 81mg po daily given his ongoing risk for repeat cva and high chadsvasc score and relatively low risk for hemorrhagic conversion. It was noted that the patient was without evidence of intracardiac thrombus prior on initial transesophageal echocardiogram (tee) evaluation or intra-procedure tee.